Event description:
Per the audiologist, in 2008, the patient reported pain and a decrease in performance when using the cochlear implant system. Results of integrity tests done the same day and the following month, were consistent with normal receiver/stimulator function with multiple abnormal electrodes and one open-circuit electrode. The patient's device was explanted twelve days later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.